Event description:
During demonstration of the device, the manufacturer's sale representative reported the unit had no air flow when powered on, and was alarming due to an occlusion. The sales rep powered the unit off and on with the same result of no flow and an occlusion alarm. The manufacturer's service technician was able to duplicate the reported event. The service technician reported the motor would not operate and replaced the motor controller pcb board. Testing was performed and reported passed.

Manufacturer narrative:
Printed circuit board (pcb).